Event description:
It was reported that the subject device had image loss. The issue occurred during procedure of the device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d4, d8, h2, h3, h4, h6, h11. An olympus field service engineer (fse) was dispatched to the user facility and confirmed the reported issue. Base probably defective/loose contact/image loss. The subject device will not be sent back to olympus for further evaluation and repair. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: cause traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.